Event description:
Two problems were observed with this balloon catheter. When the catheter was placed, x-ray did not detect the position. The second day of iab therapy, blood was noted in the tubing. The iab was removed and replaced. No pt injury or further complications occurred.